Event description:
It was reported that a patient underwent an anterior cervical fusion with decompression at c4 to c7 to treat opll (ossification of the posterior longitudinal ligament) with subtotal vertebrectomy performed at c5 and c6. During the surgery, when the sliding washer of a cervical plate was set to the ¿locked¿ position, the sliding washer could not be fully positioned into the locked position. All screws were tightened as much as possible until the screw just spun around due to suspected incomplete screw insertion. This excessive screw tightening might have had a negative effect on screw stability. The surgery was completed without complete locking. As a result of the incident, the surgical time was extended by 16 to 30 minutes. The physician commented that a narrow space between a sliding washer and the plate itself could be a possible contributing factor for the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, the catalog # 6860162 and 510k # k992110 of a 'like device' was cleared in the united states.